Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel, which was oversensed and resulted in pacing inhibition of approximately two seconds and two inappropriate shocks being delivered. The device was subsequently reprogrammed. The noise resolved in 24 hours and it was noted that the noise was likely due to air bubbles in the header. No additional adverse patient effects were reported. The device remains in service.